Manufacturer narrative:
PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported during postpartum hemorrhage the cook bakri postpartum balloon with rapid instillation components had been positioned and checked with ultrasound and all was ok. After 24 hours when the bakri was removed it was empty and the balloon was disconnected from the catheter on the top and 500ml of saline was found in the drainage bag. Additional event details were received on (B)(6) 2019. The bakri was placed transvaginally. The bakri balloon was inflated with 500 ml of saline using a syringe. Hemostasis was achieved with the bakri. After some hours the balloon collapsed. The leak was noted on top of the balloon. The patient is safe after removal of the balloon. 500 ml saline and 300 ml blood were found in the drainage bag. No adverse consequences to the patient have been reported. The bakri is not available for shipment from the hospital before the (B)(6). The device will then be returned for analysis.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection and functional testing of the returned devices was conducted. A document based investigation was completed including a review of complaint history, the device history record, instructions for use, quality control data, and trends. The complainant returned one open and one unopened package containing device part number j-sosr-100500. The lot number on the packages confirms the reported lot number. Visual examination confirmed no obvious anomalies or damage visible on either the catheter. A functional test was performed on the open device by inflating the balloon with 150ml of tap water. Water leaked from the balloon into the catheter lumen. Lumen communication caused liquid to leak from the balloon into the catheter. While applying pressure and manipulation of the balloon to identify leak location, the balloon pulled away from the catheter at the distal balloon bond. Balloon separation did not contribute to the initial leak identified. When the balloon pulled away from the catheter the original lumen leak occurring prior to separation could not be recreated. A leak test was performed on the unopen device. Testing found this device functions as intended. A review of the device history record shows there are no non-conformances related to the reported failure mode. No other complaints are associated with the complaint device lot number. The instructions for use (IFU) provides the following relevant information to the user. Warnings the device should not be left indwelling for more than 24 hours. Patients in whom this device is being used should be closely monitored for signs of worsening bleeding and/or disseminated intravascular coagulation (dic). In such cases, emergency intervention per hospital protocol should be followed. There are no clinical data to support use of this device in the setting of dic. Patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorated or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding. Instructions 5. Connect the drainage port to a fluid collection bag to monitor hemostasis. Note: to adequately monitor hemostasis, the balloon drainage port and tubing may be flushed clear of clots with sterile isotonic saline. 6. Monitor the patient continuously for signs of increased bleeding and uterine cramping. Note: the timing of the balloon removal should be determined by the attending clinician upon evaluation of the patient once bleeding has been controlled and the patient has been stabilized. The balloon may be removed sooner upon the clinician's determination of hemostasis. The maximum indwell time is 24 hours. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. The supplier was notified of this complaint and was sent a video of functional testing taken during investigation. The supplier performed an investigation of manufacturing processes. The supplier has manufactured this component routinely and this is the first complaint for leakers. This is an isolated incident. The root cause could not be determined. The complaint was confirmed based on evaluation of the returned device. The most probable cause of leakage has been contributed to lumen communication. A definitive cause of the lumen communication could not be determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report.